Manufacturer narrative:
Additional product code: mni. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: sleeves broken before put in position. During the surgery while the physician was using the compression forceps and ensured the loose nut before compressing against the point of fixation, the sleeve was broken before he put it in the desired position, physician tried with a second sleeve with the same result. The second sleeve was broken again, and the uss lamina hook was broken too. The pieces were damaged before the physician could use into the patient. This is report number 4 of 4 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that the sleeves and hooks were broken off before put in position. The rod may not have been positioned accordingly in the screw head which may have led to the breakage of the hook and sleeve during rod reduction. The implants were manufactured according to the specification.

Event description:
This is 4 of 4 reports for the same event, (B)(4).